Event description:
Per complaint (B)(4), a patient developed an allergic reaction to the metal in their dental implant two weeks after initial placement. The implant was removed.

Manufacturer narrative:
Device not returned for evaluation. A query was completed in our database and it was determined that this event is rare but possible to occur with a probability of occurrence that is less than 1%. According to risk management report- rm- implants, the severity of harm for failure to osseo integrate is serious and therefore is of medium risk. The potential cause for failure to osseointegrate is interference with the healing process by biologic (ie patient systemic factors) or iatrogenic (overheating or site contamination during osteotomy) factors before occlusal loading. Implant training is required before properly placing implants. Ifus clearly indicates contraindications. Corrective action is not necessary.